Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it showed that the mixed-mode integrated circuits (mmic) was cracked and dents, scratches and tool marks on the device were noted upon visual inspection. Further analysis of the device could not be performed due to the damage to the mmic. Therapy was not available. Thus, it was concluded that the damage to the device was induced at the explant procedure.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.